Event description:
It was reported that the patient experienced symptoms of burning sensation, increased urinary frequency, and retention with a possible urinary tract infection. The patient was treated with macrobid po, 2 times per day for 7 days. The patient outcome, as of (B)(6) 2008, was reported as resolved without sequelae. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v267751, implanted: (B)(6) 2009, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received clarified that the etiology of the event was a worsening/exacerbation of a pre-existing condition. Further information received 2 days later from the healthcare professional (hcp) reported that the hcp felt this was "uti was at baseline" and was not "actually being an ae [adverse event]". If additional information is received, a follow up report will be sent.